Manufacturer narrative:
(B)(4). Additional information: which firing did this occur on? 4th firing. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Unknown. Did the procedure drive the need to apply torque or twisting of the device? Unknown. What vessel was the device fired on? Please specify the size of the vessel? Unknown. Were any unexpected noises heard? If so, when? Unknown. Was the device fired after this incident in or out of the patient? Inside. The device was returned empty and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first three clips worked properly and the fourth clip dropped out of the device unformed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.